Event description:
Clinical narrative: a 72-year-old male with a pre-support clinical state consistent with scai shock stage e underwent elective placement of an impella 5.5 device (sn (B)(6)) via direct right surgical aortic access on (B)(6) 2026 at 15:35. During impella support, the patient developed severe hemolysis beginning the afternoon of implant, evidenced by plasma free hemoglobin values greater than 400 mg/dl on two measurements drawn within 24 hours. The device position was described as slightly precarious, with the pump tip oriented toward the left ventricular side wall in the setting of a small left ventricle. Attempts to reposition the device were unsuccessful. Due to ongoing severe hemolysis attributed to the impella device, the pump was explanted on (B)(6) 2026 at 17:00 and the patient was reconfigured to vav ECMO. Dialysis was initiated due to associated organ injury. The impella device was removed as a result of the failure mode (hemolysis), and the pump was designated for return. The patient survived the event and the explant procedure. Subsequently, a second impella 5.5 device was implanted via the same access approach on (B)(6) 2026 at 17:47 and remained in place until explant on (B)(6) 2026 at 03:31. The patient survived through explant. Hemolysis may be influenced by patient specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, scai shock stage e, renal function, anticoagulation status, and potential device position.

Manufacturer narrative:
A5. Ethnicity is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d10(concomitant med products). Upon review, it was identified that the information was inadvertently not submitted in the initial report. The cause of the hemolysis was unable to be determined due to insufficient clinical information and no product returned. The cause of the injury was not determined due to insufficient clinical details. The cause of the positioning issue was not determined due to insufficient clinical details.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial, primary UDI number). Upon review, the section d primary UDI and serial number have now been updated. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the hemolysis was unable to be determined due to insufficient clinical information and no product returned. The cause of the injury was not determined due to insufficient clinical details. The cause of the positioning issue was not determined due to insufficient clinical details.